Event description:
It was reported that the patient was experiencing some kind of allergic reaction or infection. It was also stated that the patient also had a lot of pain and had difficulty in walking. The patient underwent an explant procedure wherein all devices were removed. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Exact date unknown, event occurred in approximately a few months ago. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: (B)(4). Product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had some kind of allergic reaction or infection. The patient also had a lot of pain and had difficulty in walking. The patient underwent an explant procedure were everything was removed. There was no further information obtained despite of good faith effort.